Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to the operating room (or) with the tip of the left cylinder of his inflatable penile prosthesis (ipp) device extruding out of meatus. The ipp device was explanted, and a tactra penile prosthesis cylinder was implanted on the right side. The left corpora was left empty due to the extrusion that had occurred. It was presumed the patient also had an infection due to the extrusion. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to the operating room (or) with the tip of the left cylinder of his inflatable penile prosthesis (ipp) device extruding out of meatus. The ipp device was explanted, and a tactra penile prosthesis cylinder was implanted on the right side. The left corpora was left empty due to the extrusion that had occurred. It was presumed the patient also had an infection due to the extrusion. There were no further patient complications.